Manufacturer narrative:
(B)(4). The cause of this peritonitis was reported as unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed, and there were no issues detected during the production of this batch relating to this complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. It was reported the pt experienced bacterial peritonitis manifested by cloudy effluent, abdominal discomfort, stomach pain, fever, and chills. The pt was not hospitalized for the event. On an unreported date the pt received treatment for the peritonitis with gentamicin and cefazolin, ip, (doses, frequencies, and lots unknown). The cause of the peritonitis was unknown. Pd therapy was ongoing. At the time of this report, the pt was recovering from the peritonitis. This is report 4 of 4 involved in this peritonitis event.